Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole. It was reported that the specimen was placed into the bag and the during removal of the bag the bag broke at the point of the reinforced tip. The specimen was in the bag at the time of the break. It was reported that the specimen was small. The fundus of the gallbladder was partially outside of the abdomen at the incision site. The specimen did not return to abdomen. The surgeon opened up the incision minimally with a dissector to assist in the removal of the specimen. It was reported that the break was clean and the bag did not fragment. It was reported that the port site was not enlarged prior to the bag break nor held open with any instrument. There was no patient injury. The patient is an (B)(6) female of unknown age. The applied medical account manager associate was present during the case. The device was discarded by the facility and not available for return. Photographs are available. Additional information received via email on 08feb2018 from applied account manager associate. Three photographs were provided that the reporter took while present at the case. Type of intervention: the surgeon opened up the incision minimally with a dissector to assist in the removal of the specimen. Patient status: no patient injury.